Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the catheter was noted to be broken during preparation. The patient was not involved.

Event description:
It was reported that the catheter was noted to be broken during preparation. The patient was not involved.

Manufacturer narrative:
Based on the further review and the additional information received, it was confirmed that the catheter tip was found broken during preparation outside the patient. The physician did not take any action/ intervention due to this event. There was no reported permanent impairment of a body function or permanent damage to a body structure, no medical or surgical intervention to prevent permanent impairment of a body function or structure was performed and the event was not life threatening. There was no information to reasonably suggest that this type of malfunction would likely cause or contribute to a death or serious injury if the malfunction were to reoccur. Based on review of this information, the manufacturer has determined that this event no longer meets the requirement of the reportable event for the device in question.